Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure the vasoview hemopro 2 with the heating metal wires were separated from the silicone jaws out of the box. They replaced the affected kit with a new one. No harm was done to the patient as this device was not used on the patient.

Manufacturer narrative:
Trackwise # (B)(6). Updated section: b4, g4, g7, h2, h3, h6, h10 the lot # 3000243752 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 07/25/2022. An investigation was conducted on 08/11/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The heater wire was observed to be flexed away from the base of the hot jaw and completely detached from the tip of the hot jaw. The clear insulation of the hot and cold jaws was observed to be intact with no visual defects observed. Due to the bent state of the heater wire, no electrical testing was conducted. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent wire" was confirmed.

Event description:
N/a.